Event description:
The pt has two leads from the same lot (for off-label use). It was reported the pt stopped using her scs sys due to ineffective/positional stimulation. As a result, t he pt underwent surgical intervention on (B)(6) 2014. During the procedure, the doctor chose to clip the leads at a location near the ipg and were left in place. The doctor chose to do so as a precaution to not risk an infection.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.